Event description:
The customer reported that at 13:23 a new bag, as well as a new tubing set with sufentanil 50ml was initiated. At 14:00 a new midazolam 100ml bag was initiated. At 15:20, the nurse noted that the sufentanil had approximately 10ml of medication remaining with the pump stating that only 3.3ml had been infused and the midazolam infusion had approximately 80ml with the pump stating only 5.9ml had been infused. There was no report of patient harm. Note: (B)(4) was opened to capture the sufentanil over infusion and (B)(4) was opened to capture the midazolam over infusion. Received devices will need to be investigated for each event/file.

Manufacturer narrative:
The patient was admitted with sob, respiratory distress, and was intubated (from b.7 in file). The customer¿s report of an over infusion of midazolam was not confirmed. Physical inspection of the device noted the instrument seal intact. The only observed anomalies were dull iui connectors. Analysis of the pcu event log shows pump module s/n (B)(4) was in use and infusing midazolam 100mg/100ml (drugid 179) at a rate of 2ml/hr. At 12:53 pm on (B)(6) 2018, the volume infused was cleared. At 1:27 pm, the infusion was paused and then restarted at 1:28 pm. At 2:01 pm, the infusion was paused and then restarted. At 6:03 pm, the door was opened and the device alarmed for check IV set. At 6:04 pm, the device was channeled off. The volume recorded as being infused during this period was 10.324ml. Functional testing performed found the device to be delivering fluid within specification. The root cause of the customer¿s report of an over infusion of midazolam was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that at 13:23 a new bag, as well as, a new tubing set with sufentanil 50ml was initiated. At 14:00 a new midazolam 100ml bag was initiated. At 15:20, the nurse noted that the sufentanil had approximately 10ml of medication remaining with the pump stating that only 3.3ml had been infused and the midazolam infusion had approximately 80ml with the pump stating only 5.9ml had been infused. There was no report of patient harm. Note: pr 274975 was opened to capture the sufentanil over infusion and pr 277746 was opened to capture the midazolam over infusion. Received devices will need to be investigated for each event/file.